Event description:
The iab leaked. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unk-reported 11/4/97.) (Pt's current status: unk-rpt'd 11/4/97.)